Event description:
It was reported that the 9900 system intermittently locked up during bootup. Rebooting cleared the problem. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the generator interface board (gib) and loaded the configuration and calibration files. The system was tested and found to be working as intended and placed back into service.